Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent unexpected resets occurred. The customer's blood glucose level was 116 mg/dl. During troubleshooting with tandem technical support, the customer reloaded the same cartridge onto the pump and resumed insulin delivery.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.